Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the valve assembly to resolve the issue.

Event description:
The customer reported obtaining multiple erroneous patient results involving the au680 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. Quality control was within the laboratory's established ranges prior to the generation of the erroneous results. There was no change to patient treatment in association with this event.